Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse cleaned the sorter head and rails, verified alignments, and ran several samples successfully. The probable cause of the event was a dirty sorter head and rails. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported 2236 errors (sorter dropped cup) with their aia-1800 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2015 to address the reported event, which resulted in delay in reporting of patient results for e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.